Manufacturer narrative:
A direct correlation between the device and the reported driveline infection, sepsis and multisystem organ failure could not be conclusively determined as the product was not returned for evaluation. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had trauma to the driveline and developed a driveline infection. The patient was noted to be non-compliant. The patient developed a fluid pocket collection around the device which lead to sepsis and multisystem organ failure. The patient subsequently expired on (B)(6) 2015.